Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had screen prevents from viewing text legible. The customer¿s blood glucose was unknown at the time of the incident. The customer states that pump wont turn on battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device rimed properly. No unexpected rewind/noise anomalies noted. No unexpected low battery alarm anomalies noted. Device received with minor scratched lcd window. (B)(4).